Manufacturer narrative:
This event was reported to have occurred in "early (B)(6)" 2018. (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 2000 ml eva tpn bags leaked from the bottom part of the bag. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Three (3) companion samples were returned for evaluation. A visual inspection was performed with no issues noted. Functional leak testing was performed by filling the bags with water and no leaks occurred. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.